Event description:
It was reported that four hours post implant a marked drop in blood pressure was noted. The lead exhibited loss of capture. An echo cardiogram revealed perforation with tamponade. The physician decided to -crack open- the patient's chest and found the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.